Event description:
The frame at the footboard of these beds of this model has recurrent and frequent weld breaks, which exposes bare metal which subsequently rusts. This seems to be caused by pulling on the footboard during transport or pts pushing on the footboard. Welds do not without normal use. Examined 40 beds, 38 exhibited this flaw. A weld should last the life of the bed. FDA safety report ID# (B)(4).